Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked display window and a cracked belt clip slot.

Event description:
It was reported via phone call, that the customer received a button error alarm, as well as unresponsive keypad. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.